Event description:
It was reported that patient underwent shoulder arthroplasty in 1999. Subsequently, patient returned to surgery for revision on an unknown date in 2008. Surgeon noted uneven wear on the polyethylene glenoid insert.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Exact event and explant date unknown - evaluation of returned device found the polyethylene glenoid insert was machined from polyethylene barstock, and the wear pattern presented appears to be representative of a device with this manufacturing history and lifespan.